Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.4 cm abdominal aortic aneurysm. It was reported that there was a type ia endoleak seen at implant. Heli-fx endoanchors were implanted to treat the endoleak. The physician investigator believed that the event was caused by a lack of complete proximal seal. No additional clinical sequelae were reported and the patient is fine.